Manufacturer narrative:
Additional information has been provided by the customer. The patient was not adversely affected by this event. Further evaluation has determined there is no interference likely between the reagent and the patient's medications.

Event description:
The customer alleged they received questionable gentamicin results for one patient on their c501 analyzer. On (B)(6) 2012, the patient received two 100 mg/l injections of gentamicin. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 4.23 ug/ml. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 3.85 ug/ml. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 2.3 ug/ml. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 2 ug/ml. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 2.36 ug/ml. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 2.27 ug/ml. The sample was sent to another laboratory and was tested using the genta cedia microgenics on the cx90 system and the result was <0.5 ug/ml. On 10/23/2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 2.14 ug/ml. The sample was sent to another laboratory and was tested using the genta cedia microgenics on the cx90 system and the result was <0.5 ug/ml. On (B)(6) 2012, the patient had a sample tested on the c501 analyzer and the gentamicin result was 2.1 ug/ml. The sample was sent to another laboratory and was tested using the genta cedia microgenics on the cx90 system and the result was <0.5 ug/ml. It was unknown if any results were reported outside the laboratory. It was unknown if the patient was adversely affected by this event. The gentamicin reagent lot number was 661766 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).